Manufacturer narrative:
The "date of event" was not provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will be generated.

Event description:
Provider alleges the chair lurched forward without touching the joystick several times.

Manufacturer narrative:
Only the ne joystick was returned for evaluation. Based on the limited returned evidence (joystick only), the alleged condition (inadvertent movement) could not be duplicated.

Event description:
Provider alleges the chair lurched forward without touching the joystick several times.